Event description:
A patient reported that they had an appointment to discuss interproximal reduction. Unfortunately, the dentist did not recommend this procedure and suggested that I do not get it done without having treatment being monitored by an orthodontist. Further, the doctor didn't see me as a fit for aligners and instead recommended braces to target the problem areas of my teeth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.